Event description:
As reported, during an "ssa operation", a performer introducer was not hemostatic and resulted in active bleeding. The sheath was inserted via the femoral access site to target the external iliac artery. Resistance was not encountered during insertion or removal of the sheath. Two units of blood were transfused for treatment of blood loss. Per the reporter, the patient did not experience any adverse effects due to this event. Additional information has been requested but is not available at this time.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.